Event description:
Device report received from (B)(6) reports an event in (B)(6) as follows: patient underwent a revision procedure for removal of l3 - l5 uss rods and screws on (B)(6) 2006. L1 and l2 laminectomies were performed. A pedicle subtraction osteotomy was performed at l2 with decancellation of the l2 vertebral body. Pedicle screws were inserted between t11 and l5 in the right and t11 and l4 on the left. The osteotomy was closed with 25 degrees of correction. This is the 15th of 20 reports for this event.

Manufacturer narrative:
Device was used for treatment. Construct has variable components, without a part number this device can not be identified. Report originally received (B)(4) 2012; further evaluation revealed 19 additional devices within the reported event which were identified on (B)(4) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.